Event description:
It was reported that the subject programmer display is failing (the screen is very dim, difficult to see, and pixels are missing) making the programmer unusable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer display is failing (the screen is very dim, difficult to see, and pixels are missing) making the programmer unusable.